Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device would not deploy.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 6fr angio-seal vip device was received for product evaluation. The device was returned with the arteriotomy locator. The returned device was subjected to visual analysis where blood like substance was found on the returned device. The carrier tube assembly was mated with the hemostatic sheath and the deployment sleeve was in the forward lock position. The anchor was exposed at the distal tip of the hemostatic sheath as would be expected. The anchor was inspected, no visual anomalies were found with the anchor. The collagen at the distal tip appears swollen. Following the next step in the IFU the device cap was pulled back into the rear lock position posting the anchor at the distal tip of the hemostatic sheath. Digital force was then applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. IFU states, "maintain grip on the insertion sheath and pull the device handle straight back into the full rear locked position". Based on the returned device, the device cap had not properly been pulled back into the rear lock position appropriately. Following the remaining steps of deployment in the IFU, the device was able to be properly deployed. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.